Event description:
Additional information was received from the manufacturer representative (rep) reporting the cause of the implant depleting quickly was the patient had high energy settings on dtm programs, and they were confused about the recharger. The rep switched the patient to dtm endurance settings and re-educated them regarding the recharger, and the issue was resolved with the switch to dtm endurance settings; they are charging less frequently now. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a manufacturer representative (rep) called because the patient's implantable neurostimulator (ins) was discharged. The rep said they did the passive recharge mode for 1 hour but were still unable to communicate with the ins. The rep tried the disable device procedure over the call as part of troubleshooting, and after doing disable/re-enable device, the rep was able to communicate with the ins and charge normally. The issue was resolved on the call. The rep later called back stating the patient took a few hours to recharge to 100% but then the battery depleted in minutes. The rep said the patient checked this morning and the battery was at empty. It was recommended to interrogate the implant to check recharging and usage to see if that is appropriate, and due to difficulty with recharging it was suggested that recharger (rtm) can be replaced first to allow troubleshooting. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.